Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 04/29/2014 with the following findings: a review of the alarm history and the black box did not show any activity outside of normal use. The last basal delivery occurred at 5:43pm on (B)(6) 2001. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A review of the black box and the suspend history indicated that the pump was manually suspended for two hours on (B)(6) 2014. The pump histories showed that the time and date flipped to default on (B)(6) 2014 and was manually corrected to 8:15pm (B)(6) 2014. A rewind, load, and prime sequence was performed successfully. The pump was exercised for 24 hours on a one unit per hour basal rate with no issues. There were no automatic suspends during testing. The pump was suspended during investigation and it emitted the appropriate audio-visual alert. The pump¿s keypad buttons were tested with no hypersensitivity observed. The pump passed a delivery accuracy test and was found to be delivering within required specifications. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the patient contacted animas alleging that she experienced elevated blood glucose (bg) of 500mg/dl with no reported signs or symptoms of hyperglycemia related to the pump self-suspending without user intervention. The patient stated that she discovered the pump was on suspend but noted that she had not suspended it. A review of the pump history showed the pump had been suspended on (B)(6) 2014. During troubleshooting, the pump alarmed that it was suspended. The patient reportedly was able to resume the pump and deliver a bolus to treat the bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia related to the pump self-suspending.